Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(6); batch: 21269757. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 18056831/18056831/17942007.

Event description:
It was reported that the patient ipg was not holding a charge. It was noted that patients leads had high impedances. The patient underwent an scs revision and was doing well post operatively. The explanted device was retained at the facility.